Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years. Review of the system controller log file revealed speed instability and pump stoppage events. Additionally pump power elevations accompanied by low speed, low flow and motor stopped alarms were captured while the power module was supporting the lvad. Normal operational ranges returned when the lvad was changed to battery power. The pump was returned for evaluation. Examination of the pump¿s blood contacting surfaces revealed no deposition or thrombus formation. The percutaneous lead was cut approximately 2.5 inches from the pump housing and the remainder of the percutaneous lead was returned in two segments, a 4.5 inch internal segment and a 32 inch segment extending from the distal metal connector. Continuity testing of the three percutaneous lead segments found all wires were electrically intact. Removal of the outer silicone jacket and clear bionate layers on the 4.5 inch segment and the 32 inch segment revealed some breakdown of the braided shield. However, examination of the underlying wires revealed no area of compromised wire insulation. Examination of the 2.5 inch percutaneous lead segment extending from the pump housing revealed some breakdown of the braided shield adjacent to the nipple of the outlet housing. Examination of the underlying wires revealed a breach in the brown wire insulation in this location. High potential testing confirmed that the inner conductors were exposed. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If the exposed conductors of the brown wire contacted the braided shield while the patient was operating on ac power such as the power module, the resulting short to ground would have caused the low speed and pump stop events and associated alarms. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that a pump stoppage alarm sounded while the system controller was connected to the power module and the patient was brought to the emergency room. There were no reported adverse patient effects. When the lvad system was connected to battery power no alarms occurred. A driveline fracture was suspected and the surgeons decided to exchange the pump on (B)(6) 2016. No additional information was provided.